Event description:
A male patient underwent a diagnostic catheterization procedure, (exact date is unknown). The procedure was performed via a 6 french procedural sheath placed in the common femoral artery. At the end of the procedure, the patient received a mynx vascular closure device for achievement of femoral artery hemostasis. The device was deployed, per the instructions for use, by a trained operator; hemostasis was successful and the patient was discharged per hospital protocol without incident. On the event date,, the patient returned to the hospital with complaints of pain and fluid present at the access site. The patient was without a fever and the white blood cell count was normal. An ultrasound was performed which ruled out the presence of a pseudoaneurysm and confirmed the presence of a fluid filled pocket. The patient was admitted to the hospital for two days, and prophylactic intravenous antibiotics were administered. The pain resolved and a CT scan was performed which did not detect any sign of abscess or infection. The patient was discharged without further incident two days later. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided and the investigation performed, the root cause of the reported local reaction is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.